Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Connection issues were noted relative to the subject pacemaker. On (B)(6) 2018 a re-intervention performed for repositioning the ventricular lead due to a threshold increase. During the procedure the atrial and ventricular set-screws were loosened of in order to reposition the ventricular lead but when the ventricular set-screw was tried to be tightened again the physician noticed that it was not possible because the screw was missing. The physician was looking for the screw all around table but he did not find it. Another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical characteristics. No tightening mark on the atrial screw tip was found. The ventricular set-screw was absent.

Event description:
Connection issues were noted relative to the subject pacemaker. On 25 jan 2018 a re-intervention performed for repositioning the ventricular lead due to a threshold increase. During the procedure the atrial and ventricular set-screws were loosened of in order to reposition the ventricular lead but when the ventricular set-screw was tried to be tightened again the physician noticed that it was not possible because the screw was missing. The physician was looking for the screw all around table but he did not find it. Another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Connection issues were noted relative to the subject pacemaker. On (B)(6) 2018 a re-intervention performed for repositioning the ventricular lead due to a threshold increase. During the procedure the atrial and ventricular set-screws were loosened of in order to reposition the ventricular lead but when the ventricular set-screw was tried to be tightened again the physician noticed that it was not possible because the screw was missing. The physician was looking for the screw all around table but he did not find it. Another pacemaker was implanted.